Manufacturer narrative:
It appears from the event description and further information provided, that after normal completion of the therapy, the patient's blood was rinsed back normally and the bloodlines were disconnected and the machine was placed in disinfection mode. Sometime after the machine was placed into disinfection mode, the clinician reconnected the bloodlines and used the blood pump on the machine to administer saline. Since the machine was not in preparation or therapy mode, the safety air detect alarm was not active. The operation of the blood pump for infusing saline to the patient is not intended when the machine is in disinfection mode, therefore, the machine was being used outside it's intended use. This incident appears to be related to user error and does not appear to be related to the malfunction of the machine. A b.braun customer engineer will go to the facility to review the trend file, during the week of 2/5/2007. If any further information becomes available, a follow-up report will be filed.

Event description:
As reported by the user facility: after normal machine therapy, patient with congestive heart failure indicated that she did not feel well. Five to six minutes later patient coded. Clinician used blood pump on machine to infuse saline. Machine was not in therapy mode during saline infusion so alarm system was not active. Patient was transferred to hospital and later died. Autopsy revealed air in patient's blood at estimated level of 120-150 ml air. Additional information received by the facility indicated the therapy was completed, the patient was rinsed back and disconnected from the machine. The machine was in disinfection mode at the time of the incident and was not connected to the patient.